Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following response was provided: please clarify how many devices was used on this single procedure (initial reporter mention 12). If this event occurred in multiple procedures=>no. 3 sutures broke in a row in one procedure. Provide the specific number of patient events: one. Did the event occur during one or multiple patient procedures? One. What is the total number of procedures? One. Have any of these events been previously reported to ethicon? No. If so, provide the respective reference number(s). If this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s) na. Please provide lot number. Unk. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. Three sutures were broken in a row. It was not a control release needle. No sample will be returned. There were no adverse consequences to the patient. Additional information was requested.